Event description:
It was reported the catheter was placed and only a one sided block occurred. The decision was made to remove the catheter and to re-insert. The patient was in a sitting position and some resistance was met. The catheter was pulled on several times and it separated. Because the pt was still in labor, a spinal was administered. A follow-up x-ray showed a retained piece to be at l18. Surgery was performed, and the piece seemed to be broken apart near the facet. Fragments were extracted - nothing contained wire. It was noted the pt had some pain and discomfort.

Manufacturer narrative:
No neurological deficit was noted. A follow-up report will be filed if more information becomes available.